Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced a high blood glucose level of 400 mg/dl. The customer reported that plastic tube was crushed and bent. The troubleshooting was performed for change sensor and stuck button alarm. There were no site or insulin issues. The customer stated that stuck button before change sensor alarm. The customer was advised to change the infusion set. The pump being returned for analysis.

Manufacturer narrative:
Inspected 1 random opened/used sensor and performed continuity resistance test. Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.